Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions with a patient later confirmed with anti-d that failed to react with d positive cell to the 0.8% surgiscreen lot# vss731 in manual gel method. The patient was initially tested with immucor cells and echo instrument with 4+ reactions to d + cells, and later confirmed with anti-d using immucor panel cells. The customer tested the samples against ortho screening cells with no reaction noted. Additional testing was then performed with 0.8% resolve panel a and some d+ cells reacted, while others did not. Customer states facility sop requires confirmation of all positive reactions from immucor echo with gel testing. Daily qc testing was performed and acceptable. Visual appearance before use was satisfactory with no signs of hemolysis or haze.